Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that on (B)(6) 2018 at around 23:42, the ECG value has been over 200 for a patient in bed 37-1, but there was no alarming in the night; no alarm during high blood pressure. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.